Event description:
The patient was helicoptered in because of acute syncope and evidence for pacemaker failure. The cardiac surgeon noted: "patient with pacer, recently interrogated without demonstrable problems. Sudden loss of capture today with rhythm restored by emt's use of transcutaneous pacing. Patient required intubation, sedation and paralysis for control... Device interrogated by rep from medtronic- lead fracture." A new pacer generator was then inserted and connected to the new acute right ventricular lead and the chronic right atrial electrode. Pacing and sensing were appropriate. The patient was discharged in satisfactory condition to the pacu. In pacu, the pacer failed and she required a placement of a temporary transvenous pacer. The next day the patient returned to the or for repositioning of the permanent endocardial right ventricular pacing electrode. Pacing and sensing remained appropriate and lead position was satisfactory. There were no complications and the patient tolerated the procedure well. The pacer needed to be replaced. According to the operative note: "the old right ventricular lead was now abandoned. It was capped and curled up in the pocket and secured in several places... The patient had no electrical activity through the device to allow pacing. With these findings, we presumed that the pacer, itself, was the fault and the failure to pace experienced by the patient and resulting in her syncopal episode. Immediately, transcutaneous pacing was reinstituted...we analyzed the old right ventricular pacing electrode, which we had planned to abandon. The lead appeared to have adequate integrity with a pacing threshold that was less than 1 and an impedance that was now within the normal range of 600 to 800 ohms. Nevertheless, I was loathed to trust this lead because of the high impedances originally recorded. We had to presume at this time that the pacer itself had been at fault, and accordingly, we elected to remove this device from the field."